Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that on (B)(6), the patient was readmitted due to weight gain, shortness of breath, and heart failure exacerbation. The ramp echocardiogram showed that the left ventricle was not unloading. The ramp echocardiogram was completed with the speed was increased to 10400 rpm without the left ventricle changing and the aortic valve opening every beat. A CT scan and chest x ray were also performed and showed that the inflow cannula and elbow were severely kinked. It was also reported that the heart failure symptoms were being attributed to pump malposition. The center is planning on transferring the patient to another hospital for an evaluation for pump exchange to a pericardial pump.

Manufacturer narrative:
The pump was returned for evaluation. The evaluation of the pump did not reveal any device-related issues. The report of pump malpositioning could not be conclusively confirmed through the evaluation of the returned device. Additionally, no x-ray images or computerized tomography scan were provided for review. The pump was returned assembled with the driveline severed approximately 6 inches from the pump housing. The distal end of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outlet elbow was returned attached to the pump¿s outlet port. However, the sealed outflow graft bend relief and outflow graft was returned detached from the outlet elbow. The sealed outflow graft bend relief collar was disengaged from the outflow graft hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient¿s pump was exchanged on (B)(6) 2017.